Event description:
An optometrist reported patient with itchy and dry eye, right eye, at one month post op refractive lasik procedure. No visual impact noted. The patient was prescribed lid scrubs, gel tears, and topical cyclosporin for treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).